Event description:
It was reported that following a coronary artery stenting procedure the patient experienced in-stent restenosis and required a target vessel reintervention (tvr). The lesion being treated was located in the distal circumflex (dist cx). The physician implanted a 2.75x32mm taxus express2 study stent. Following the index procedure the patient experienced in-stent restenosis. The patient was treated with a non bsc stent 26 days later. Additional information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.